Manufacturer narrative:
H.3. If a device evaluation and/or device history review is completed, a supplemental report will be filed.

Event description:
It was reported that the bd alaris pump module smartsite infusion set had separated. The following information was provided by the initial reporter: the nurse primed the IV tubing with ns and went to put the tubing into the pump, when the tubing snapped and fluid went everywhere.

Manufacturer narrative:
One photo was submitted for quality evaluation. Examination of the photo shows that the infusion set tubing separated at the lower pumping segment fitting to infusion set tubing. Further examination indicates that there is a lack of solvent residue on the tubing. The customer complaint of separation was confirmed. After the investigation along with the manufacturing and quality operations team, the most potential root cause that generates the separation in the tubing/lower fitment engagement is an incorrect application of solvent in the tubing due an incorrect insertion of the tubing to the solvent dispenser by the production personnel. A work order was generated to review the solvent dispenser used to assemble the reported engagement. Additionally, a quality alert will be created and communicated with the production personnel to reinforce the correct follow-up to the work instruction to ensure the correct use of the assembly fixtures and solvent dispenser. A device history record review could not be performed because the lot number is unknown.